Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Once the new battery was installed the AED functioned as designed and was able stay in service.

Event description:
An international distributor reported their customer's AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. The customer did not report this occurring during patient use.